Event description:
It was reported that a malfunction occurred on the pump, specifically identified as a software error. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer was assisted by technical support with resetting the pump, and after the reset, the malfunction did not recur. It was resolved that the customer could continue using the pump, with instructions to call back if any issues reoccur.